Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, there was a pin broken in the atrial output connector. It was also noted that the upper case was broken, the lower case was broken, the two side bail covers were broken, ring cover was broken, the battery contacts were compressed, and the keyboard pad was contaminated. (B)(4).

Event description:
It was reported the atrial input does not click in. The device was returned for test and calibration. There was no patient involvement.